Event description:
It was reported that a spectrum pump had display issues. During baxter's evaluation, it was determined that the device will only display the general care area. Any patient involvement is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The evaluation confirmed that the device did not have a master drug library (mdl) loaded on to the pump. A test mdl was loaded on to the device and the pump performed as expected. The device was also able to connect to baxter's wireless network, with the use of a known functional wireless battery. The pump was tested and no device malfunction could be identified. Review of the service records for this device shows that the pump was returned to baxter on 02/07/2014 for an unrelated issue. The device was repaired and returned to the customer. After servicing of each device, the customer is notified that the mdl has been removed from the device and will need to be reloaded.